Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a pump alarming battery depleted when new batteries are put in is the main board or motor is draining power too quickly; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a battery depleted alarm. The batteries had been changed three to four times, but the alarm persists. The batteries were removed again and new ones were reinserted, the alarm returned. Batteries were removed and the tubing was clamped nearest to the port. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.